Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-15148. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "extracapsular rupture with shell disintegrated". Clarification to partial d6a: 2015 was provided.

Event description:
Patient reported "extracapsular rupture with shell disintegrated". Patient provided imaging which confirmed left rupture. The device remains implanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, h6.

Event description:
"Patient reported left side extracapsular rupture diagnosed via ultrasound and mammogram and expressed concern due to recall. The device has been explanted and replaced with another manufacturer's device. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, d6b, h6.

Event description:
Device has been explanted.